Event description:
Patient reported the piston rod on the infusion device becomes blocked when the insulin level reaches a certain level, 50.0 units or less. Patient stated he sometimes experiences an elevated blood glucose level of 360 mg/dl. Patient reported he took correction via the infusion device. Patient's normal blood glucose range was not provided. Patient stated he missed the e6 (mechanical error) message. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.